Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d143 competitor ICD, implanted: (B)(6) 2017. Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular (rv) leads were fractured, with high threshold and noise "concerning for insulation break." Both leads were explanted and replaced. No patient complications have been reported as a result of this event.